Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that since about two months ago it had been taking the ins longer to charge. The patient noted they were receiving all coupling boxes when charging. No symptoms or further complications reported.